Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple altitude alarms following bolus deliveries. Customer was consistently able to resume insulin delivery upon alarm dismissal. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, customer reported that the same cartridge was possibly used during the time frame the alarms were received. Customer was informed to change the cartridge. Customer acknowledged.